Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with blood glucose exceeding 400 mg/dl for approximately 4 hours, and the user administered subcutaneous insulin by pen after disconnecting from the ilet; the user also reported not changing infusion supplies for over a week and seeking assistance to learn supply changes. Symptoms included hyperglycemia without reported ketosis, loss of consciousness, dizziness, or other acute complications. Outcomes included no medical intervention, no hospitalization, and no ketone testing. Investigation included review of user report and provision of troubleshooting and education regarding infusion set/supply changes and appropriate therapy use. Investigation of this case revealed no device alarms or alerts and no confirmed device malfunction, with the event consistent with inadequate maintenance or use errors related to overdue supply changes and off-system insulin dosing, while the specific root cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.